Event description:
It was reported that during a water vapor therapy procedure, a piece of silicon was found inside the patient's bladder. The object was not visible on the exterior of the delivery device. The transparent section has been discarded and could not be retrieved. There were no patient injuries reported.

Manufacturer narrative:
At this time the product has been received but a full investigation has not been completed. The information that has become available as of now has been reported in the supplemental report. When the full investigation is complete, a supplemental report will be submitted with any additional information.

Event description:
It was reported that during a water vapor therapy procedure, a piece of silicon was found inside the patient's bladder. The object was not visible on the exterior of the delivery device. The transparent section has been discarded and could not be retrieved. There were no patient injuries reported.

Event description:
It was reported that during water vapor therapy, it was found a piece of silicon inside the patient's bladder, the object was not visible on the exterior of the delivery device, the device did not have any physical damage that might contribute the problem. The transparent section has been discarded. There were no patient injuries.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that a piece of foreign material fm), syringe and retainer clip were not returned with the device. Water line cut or damaged. Saline line cut or damaged. The device passed mechanical testing. The needle retracted and deployed, and the function of the buttons worked as intended. Because the lines were cut, the functional test was unable to be performed. The duckbill component of the returned device was sent to the laboratory where it was analyzed using scanning electron microscopy with energy dispersive spectroscopy (sem eds). This analysis found traces of stainless-steel present on the duckbill, likely from the rigid cystoscope used during the procedure, however no cause for the tear of the duckbill could be determined. The duckbill seal within the manifold assembly serves as a seal to prevent the saline flushing water from leaking out the rigid cystoscope lens port of the device. When the rigid cystoscope is inserted into the device it must pass through the duckbill seal prior to entering the shaft of the delivery device. At the time of the event, most likely when the cystoscope was being inserted, unknown factors caused the seal to tear resulting in the formation of the fm found at the time of the event. By fully inserting the cystoscope the fm was pushed up into the tip where it was recovered during the analysis. However, from the information uncovered in this investigation and with the available information provided in the complaint record it is not possible to establish cause for why the duckbill seal tore at the time of the event. Based on the information available, a conclusion code of cause not established.